Event description:
It was reported that during a stent procedure there was difficulty crossing the lesion, and it was noted that the stent looked bunched on the delivery system. When the system was withdrawn, the stent was missing. Resistance was felt when an attempt was made to place a new guiding catheter into the sheath. The case was completed with another company's stent. Reportedly, there was no pt injury.